Manufacturer narrative:
Update: section h4 - device mfg date updated from blank to 12/3/2011. The customer performed the manual cuvette washing maintenance and diagnostic (m&d) procedure for the arc c4 cuvt seg which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000, serial number (B)(6) did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc c4 cuvt seg, did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the alinity c/clinical chemistry product monitoring review did not identify any similar issues related to the architect system. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 for serial (B)(6), or the arc c4 cuvt seg, was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): initial result = 9.5 mg/dl, repeat = 1.6 mg/dl, 1.5 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result generated on the architect c4000 for a patient sample. The following data was provided (customer¿s reference range 1.6-2.6 mg/dl): initial result = 9.5 mg/dl, repeat = 1.6 mg/dl, 1.5 mg/dl no impact to patient management was reported.